Event description:
A pt reported blood glucose results of "420, 262, 157, and 200 mg/dl" with a lifescan meter, performed within 11-20 minutes of each other. The control solution is being replaced to further troubleshoot the meter.